Manufacturer narrative:
The product will not be returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the instrument (pn (B)(4)/lot # l12220811 0543) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had five uses remaining after last use. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp/release from tissue/open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon had to use another instrument to release tissue from the stapler sureform 60 instrument jaws. The staff replaced a vessel sealer extend (vse) instrument with the sureform stapler 60 instrument, and the instrument failed to engage. The reporter explained they tried to reseat the instrument repeatedly with no change. The surgeon elected to convert to laparoscopic prior to calling for support. The onsite logs reflect error 22020 when engaging the sureform 60 stapler. There was no report of injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had encountered repeated instrument issues in universal surgical manipulator (usm) 2. The customer was using vessel sealer extend (vse) instrument on the usm2 and the instrument stopped responding after the staff closed on tissue. The customer reporter tried to use the instrument release, but the jaws did not open. The surgeon then used another instrument to release the tissue from the instrument jaws. The customer replaced the vse instrument with a sureform stapler instrument, and the instrument failed to engage. The customer tried to reseat the instrument repeatedly with no change. The customer elected to convert to laparoscopic prior to calling the technical support. An isi technical support engineer (tse) reviewed system logs and found error 22020 when engaging the sureform 60 stapler instrument. An isi tse recommended the customer to return the vse instrument and the sureform stapler instrument for isi evaluation. The procedure was completed with laparoscopy with no reports of patient injury.